Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 failing accuracy during infusion of blinatumomab reported as continuous infusion running at 2.5mls/hr over 96 hours was not confirmed and validated during testing. When downloading the event log this revealed user made wrong calculation, as user stopped the infusion at three days and not four days. Then during testing deltec accuracy +0.053% . Accuracy run with the same rate 2.5ml/hour for 15 hours accuracy 1.17%.. No action was taken as this revealed issue was related to user calculation. Device then passed all functional testing.

Event description:
Device evaluation completed and summarized.

Event description:
It was reported that the device was in use for infusion of blinatumomab (immunotherapy) at a rate of 2.5 ml/hr for 96 hours. The reporter stated at the end of scheduled infusion approximately 20-25% of the medication remained in the cassette. The reporter stated the patient will be hospitalized for the next 2 cycles of therapy to ensure therapy is administered properly (10 days). No further adverse effects reported.